Event description:
It was reported that a flo-gard infusion pump presented a low battery alarm. This occurred before use, therefore there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The low battery alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be a depleted main battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.